Manufacturer narrative:
Imaging films showed a multilevel lumbar construct with interfix cages at l4/l5, l5/s1 and rod from l2 to l4. The right rod noted to be broken in 2009. The left rod noted to be broken five months later. The rod was returned for evaluation. Visual and microscopic examination confirmed cable breakage. The flat, fairly brittle nature of the cable fracture surfaces suggests shear loading.

Event description:
It was reported that in 2007, the pt underwent hardware removal from l4 to s1 with exploration of fusion mass; l3/l4 laminotomy and discectomy with complete facetectomy on the left; tlif on the left with interbody cages and rhbmp-2/acs; posterolateral arthrodesis with metal fixation, local autograft and resorbable ceramic matrix and rod at l2/l3 with spacer. The pt received prophylactic antibiotics. Two years post-op x-rays revealed a broken rod (refer to MFR report 1030489200901133). Reportedly fusion did not occur. The pt underwent revision surgery for pseudoarthrosis at l2 / l3. A second broken rod was discovered during revision surgery. The broken rods were removed. The surgeon performed a direct lateral interbody fusion (dlif) with a plate and vertebral body spacer. The surgeon implanted a competitor stabilization product.